Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was unable to be verified. Evaluation did not properly attempt to confirm or reproduce the reported symptom of "failed flow rate test". The device will be required to meet all calibration and test specifications prior to release. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a failed flow rate test. There was no patient involvement. No additional information is available.